Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results using the inratio2 meter: results as follows: date: (B)(6) 2011; inratio: 3.8; lab: 3.0. Lab draw done right after meter test. Pt self tester has been using the meter since (B)(6) 2008. Pt also stated when she had performed correlations in the past, the meter correlated well with the lab.